Manufacturer narrative:
The pump had a cracked battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube window corner, a cracked reservoir tube, a cracked case near the window display corners, and a stained end cap sticker.

Event description:
It was reported that the insulin pump had cracks. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.